Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the line (tube) of a multirate infusor lv (large volume) was disconnected. This was identified when the patient arrived for infuser withdrawal, after patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from january 30, 2020 - january 31, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which showed the tubing detached at the junction of the stress member, at the upper part of the device (next to the fill port). The reported condition was verified. The cause of the condition was not determined; however, the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.